Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the needle broke off / detached. Needle remained in patient.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). No sample was returned for investigation. Hence 20 production retained samples have been taken to tensile load hub-needle tube test. The samples are within our specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Process card was reviewed. During (B)(4) 2008, welding station and pulling test station were not functioning well. However, the problems were fixed by technician on duty and there were no such defect encountered during in-process inspection and final control inspection.